Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) surgical procedure, it was observed that the sagittal saw attachment device did not have enough power to cut properly while in use with the handpiece device. According to the report, the handpiece device was tested with the other attachment devices and it worked properly. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the attachment device was not oscillating at all (frozen). During service/repair, it was determined that the needle sleeves were corroded and the bearings and seals were worn. It was further determined that the issues were consistence with improper cleaning and normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.